Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial lead dislodged two days after implant and fell into the right ventricle. The lead was revised and placed back into the right atrial appendage and remains in use. No patient complications have been reported as a result of this event.